Event description:
It was reported after unsuccessful attempt at software upgrade via sdn (software distribution network) using netgear wifi, programmer was turned off to reboot. Medtronic logo and medtronic display on screen but no progress from there as the screen was frozen. Service disk was tried which failed to rectify the problem. The programmer was returned for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device locks up on the medtronic logo screen. The hard drive was reimaged and current software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the lower case was scratched up and worn out. Concomitant product: product ID 2067 radiofrequency (rf) head. (B)(4).